Manufacturer narrative:
Updated: b5, d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing of the device before repair. The custom did not provide the facility cds processes, however, reported the the device had been reprocessed. The device was evaluated and foreign material was observed attached to various parts of the device (nozzle, adhesive around the objective lens, light guide lens, and insertion tube). Additionally, a burn was observed on the device plastic distal end cover. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: tip. Cfu:n.d. Bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from: forceps and suction channel. Cfu:0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: aw channel. Cfu:0 cfu/ml. Bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from: sub-water supply channel. Cfu:0 cfu/ml. Bacterial identification:n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus culture tested the device per customers request, after reprocessing in accordance with the instructions for use (IFU) before repair, and the results conformed to the regulation's recommendation. Additionally, the observed foreign material on the device (nozzle, adhesive around the objective lens, light guide lens, and insertion tube) could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of improper/insufficient device reprocessing. A definitive root cause of the observed burn on the device distal tip plastic cover could not be determined, however, it was likely the result of use of a high-frequency endo therapy accessories without sufficient distance from endoscope distal end. The following is included in the device IFU: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_.precleaning the endoscope and accessories. Manually cleaning the endoscope and accessories. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning:never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported: the customer requested olympus to check the biopsy channel for soiling/microbial contamination.

Event description:
It was reported that the colonovideoscope exhibited a leakage from the biopsy valve. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.